Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Auto mode switch episodes due to noise were observed on remote transmissions. The noise was unreproducible. Due to patient anatomy, the risk to extract the lead was too great and the physician elected to reprogram the lead. The patient was fine before and after and would continue to be monitored.